Manufacturer narrative:
Batch review performed on 29 july 2020: lot 152529: (B)(4) items manufactured and released on 11-sep-2015. Expiration date: 2020-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and femoral head 4 years 3 months after primary. The surgery was completed successfully.